Manufacturer narrative:
The date received by manufacturer was reported incorrectly as 11/03/2017. The correct date is 11/03/2016. Bdj complaint handling team received this complaint reported from a sales rep on (B)(6) 2017. Based on the sales rep report, a prior sales rep failed to report this despite receiving this complaint from a customer in (B)(6) 2016. As the current sales rep visited the customer, the customer realized they were missing the customer letter for this complaint. Therefore, the customer requested the current sales rep to clarify the complaint on a customer letter although previous event.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the scale printing on a bd lord's ¿ 3/10 ml 30 g × 8 mm was misaligned. There was no report of injury or medical interventions.